Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR. No medwatch form was received from the initial reporter or product user. Underwater leak testing disclosed a leak in the inner lumen. Under microscopy, the rough edged point of separation were irregular in contour suggesting the inner lumen broke. The broken portion of the inner lumen had a whitish appearance, indicating a point of stress. It is possible the iab was restrained within the aorta during iabp. This would have resulted in a cyclical stress to the inner lumen and, ultimately, a break. The iab may have been restrained as a result of placement within a subintimal space or underneath plaque. It is also possible that the initial kink in the inner lumen was made during iab insertion and that iabp continued to cyclically stress the inner lumen at that point. Device label code: 1738.

Event description:
The iab leaked. Blood was noted in the tubing.